Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. In-house testing was performed using the returned meter with in-house contour next test strips and breeze2 control solution to simulate as blood, which gave a satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory. The readings from the meter were uploaded to glucofacts deluxe which showed that the customer was not using meter regularly.